Event description:
It was reported by the affiliate that the (1) tsb45 was used during a hysterectomy procedure. It was reported that the staples did not close but the device cut. The reload was not available. The case was completed with another instrument and there was no consequence to the pt.